Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, toxic reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5093684 that a female patient who underwent an unspecified breast surgery with 425cc mentor smooth round moderate plus profile saline breast implant on one side, and an unknown smooth mentor saline breast implant on the contralateral side, has experienced unexplained systemic symptoms postoperatively, including vertigo, dizziness, hyper thyroidism, weight loss, night sweats, hip aches, lower back pain, tumor on liver, shooting pains in body and head, back pain, tingling shoulder, hormonal imbalance, inflammation, water retention, adrenals, night sweat, trouble concentrating, memory fog, slurring words, weight gain, headaches, ear ringing, tingling in fingers, hair falling out, hair texture change, hypo-thyroid, gut health, sibo, ebv, joint aches, chronic fatigue, food intolerances, constipation, bruising easily, high liver enzymes, gallbladder issues, dark circles under eyes, depression, anxiety, burning pain in rib, breast pain, chest pain, nausea, vomiting, weird bump on hand, eye twitch, low tightens, heart flutters, shortness of breath, insomnia, acid reflex, heart burn, dry eyes, itchiness on abdomen, severe bloating, high homocysteine, high liver enzyme levels, high sex globulin levels, low protein in blood, high iron levels, low vit d, low dhea, low minerals, low copper, high memory, high lead, weakness in muscles, balance problems, inability, was infertile at one point, no period for five years, irregular periods, abnormal pap smears, epigastric pain, pancreatitis, pancreatic exocrine insufficiency, normal aphasia, mthfr gene mutation, weird red bumps on thighs, butt and back of arms, low libo, kidneys hurt, cold hands/feet/nose/butt, green liquid coming out of left breast when squeezed, divots in finger nails, jaw tightening, ears plugged, cognitive dysfunction, sinus pressure, constant runny nose, ear pressure, constant clearing throat, feeling of choking, sensitivity to noise, costochondritis, was gradually getting sicker, cannot get out of bed, and onset of arthritis. In additional, patient reported being tested for heavy metals, sibo, thyroid and hormonal levels which came back in dangerous zones, and high levels of mercury, lead, and others. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation in 2020. Implantation date and explantation date were estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for second of two implants.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.